Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, a possible type ib endoleak was discovered whereby a contralateral leg component was implanted in the right leg. On (B)(6) 2021, a reintervention occurred whereby coil embolization to the external iliac artery and extension with an additional component was performed. The endoleak was resolved.